Event description:
Same case as #3005099803-2008-05406. It was reported that during an endoscopic retrograde pancreatography procedure, the balloon catheter broke and a guide wire tip detachment occurred. The target area was located in the common bile duct (cbd). The physician introduced an unknown size jagwire into the cbd and proceeded to insert an 11.5 mm extractor xl retrieval balloon to extract stones in the duct. When the physician began to remove the balloon catheter, it broke. The broken balloon catheter was removed and the procedure was completed with another extractor retrieval balloon. It was further reported that the tip of the jagwire detached and was removed from the patient. No further patient complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.